Event description:
It was reported that (2) tct75 were used during a low anterior resection procedure. It was reported by the rep that the surgeon tired to fire tct75 and it locked out. The surgeon tried another device with the same result. The surgeon used the tct55 to finish the procedure successfully. There was no consequence to pt.